Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pmcf-q-syte-vial-access leaked on 2 occasions and was damaged. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via survey response that the clinician experienced leakage (2), bd q-syte septum is damaged/defective (1). Per customer's response on 03/29/2021: additional information related to what leaked and from where states: "0.9 saline," "the tip of the connector." Additional information related to bd q-syte septum is damaged/defective states: "the device it self was damaged."